Event description:
It was reported by the customer that a pyxis medstation es system had a login failure. The customer stated that the user was not able to login into the station, windows were struck on the login page and the usual medapp screen was not showing. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issue. A technical support specialist dialed into the station & logged off using a command shell, rebooted the windows to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.